Event description:
It was reported that in 2008, the pulse generator had a magnet rate of 98 pulses per minute (ppm). Six months later, magnet rate was 88 ppm. The device had been checked only by magnet tests, so it was not possible to retrieve any previous measured data. The physician thought that the device had reached elective replacement indicator prematurely, so the device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that a metal chip had become embedded in the battery boot during manufacturing, causing a short circuit t between the battery case and the pacemaker can when the battery expanded normally inside the can. The short circuit resulted in higher current drain, which led to a cell voltage drop and elective replacement indicator. When the short circuit was removed, normal electrical characteristics and current drain were measured.